Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon doing a daa hip, during the first broach impaction had the quick connect handle ball pin come loose and fall on the floor.

Manufacturer narrative:
An event regarding crack/fracture involving a quick connect handle was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the plunger shaft fractured causing the ball to dissociate from the device. The mar concluded that the device failed in fatigue, with final fracture in overload. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that plunger shaft fractured causing the ball to dissociate from the device. The mar concluded that the device failed in fatigue, with final fracture in overload. No further investigation for this event is possible at this. If additional information become available, this investigation will be reopened.

Event description:
Surgeon doing a daa hip, during the first broach impaction had the quick connect handle ball pin come loose and fall on the floor.